Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry upon return and a memory download was unable to be performed. The device battery monitoring voltage was 2.21 volts. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Device pacing and sensing functions were able to be confirmed. Detailed analysis of the device battery was undertaken. Analysis did not identify any abnormal variations in the voltage monitoring data. The micro-calorimetry results also showed normal heat output. Analysis confirmed there was an unexpected drop in battery voltage; however, the root cause could not be identified.

Event description:
Boston scientific received information that there was difficulty establishing telemetry with this pacemaker. However, the magnet rate was confirmed to be 90 (elective replacement near (ern)). There were also missing lead impedance measurements from the daily measurements. Boston scientific technical services (ts) recommended performing a save to disk, as it was possible that a device reset may have occurred. Approximately two months later, the device was explanted and replaced for normal battery depletion (nbd). No adverse patient effects were reported.